Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the procedure, the balloon of 6f/7f mynxgrip vascular closure device (vcd) was not anchored inside the vessel properly. It was retracted when the user had withdrawn the balloon catheter until the balloon abuts the distal tip of the procedural unknown sheath. Therefore, the device wasn¿t available and manual compression was performed for 20 minutes. There was no reported patient injury. The 6/7f mynxgrip vascular closure device was prepped and used according to instructions for use (IFU). The mynx vcd used in percutaneous coronary intervention (pci). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and had used the device several times prior to this procedure. Also, the mynx vcd prepped according to the IFU. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. The device will be returned for analysis.

Manufacturer narrative:
During the procedure, the balloon of 6f/7f mynxgrip vascular closure device (vcd) was not anchored inside the vessel properly. It was retracted when the user had withdrawn the balloon catheter until the balloon abuts the distal tip of the unknown sheath. Therefore, the device wasn¿t available and manual compression was performed for 20 minutes. There was no reported patient injury. The 6/7f mynxgrip vascular closure device was prepped and used according to instructions for use (IFU). The mynx vcd used in percutaneous coronary intervention (pci). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and had used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using mynxgrip. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open. The syringe was not connected to the device. The sealant, the advancer tube and the procedural sheath were not returned with the device. There was evidence of crystallized residual fluid in the inflation tubing. Per functional analysis, leak testing was performed on the balloon. The balloon was inflated, and pressure was maintained with proper functioning of the inflation indicator as per mynxgrip instructions for use (IFU). Per dimensional analysis, the inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, visual inspection under high magnification revealed that there was evidence of crystallized residual fluid in the inflation tubing. There was no residual fluid observed in the balloon. The condition of the returned device indicates that the balloon may have not been purged of air during the preparation phase, which may have contributed to the reported failure. A product history record (phr) review of lot f2111002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- pull through¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. According to the instructions for use (IFU) which is not intended as a mitigation of risk; device preparation and positioning, instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Additional procedural factors, as listed in the IFU, that can contribute to the reported event include not using excessive tension when the users are to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.